Event description:
The clinic requested equipment service after noting a leak from the air separator. Gambo technical services (gts) diagnosed a leak from the seam of the air separator. The assembly was replaced but was not returned to the MFR. For failure investigation. The failure node, however, was diagnosed in the field, allowing the MFR. To reach a reasonable conclusion. No patient involvement was reported.